Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise due to a conductor fracture. The noise was confirmed during an isometric and arm pull test during a follow-up with the clinic. The lead remains in service after an incomplete disconnection. No adverse patient effects were reported.